Manufacturer narrative:
A visual inspection and functional analysis was performed on the returned device. The reported difficulty to retract the foot was not confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the reported entrapment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a cardiac catheterization procedure using a 6f sheath. A lot of resistance was felt upon insertion of the 6f sheath. No resistance was felt during advancement of the proglide device into the anatomy. Reportedly, the device was successfully deployed; however, when the lever was attempted to be pulled back resistance was felt and the foot would not retract, the proglide device was stuck. The proglide device was advanced slightly and several attempts were made to lift and lower the lever; however, the device was unable to be removed. A surgical cutdown was performed to remove the device from the anatomy. There was no damage to the vessel, no excessive bleeding, and no patch was required. Hemostasis was achieved via surgical suturing. The proglide device remained in one piece, there was no debris left inside the patient anatomy. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.